Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 40 mg/dl despite a blood glucose of 322 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.